Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jun-2023. Investigation summary: one sample model mp5303-c, lot 23029080 was returned for investigation. The set was examined for defects and abnormalities. Excess solvent was observed near the female luer. The set was attached to a 10 ml bd syringe filled with water and confirmed that the sample was unable to be flushed. The customer complaint that saline would not flush was able to be replicated. A device history record review for model mp5303-c lot number 23029080 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: will not allow saline to flush through tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: will not allow saline to flush through tubing.